Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred. The customer's blood glucose (bg) level was 225 mg/dl. The customer delivered a bolus. Reportedly, the customer was able to clear the alarm and resume insulin delivery. The customer reported that their bg level was 120 mg/dl at the time they resumed insulin delivery.